Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and vaginal mesh erosion. The patient reportedly experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected information.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6 )2008 and (B)(6) 2008 and mesh was implanted. The patient reportedly experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.